Event description:
It was reported to philips that the the host pc failed to start up due to a memory problem. No harm was reported to philips. The device was outside of clinical use at the time of the reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint a philips remote service engineer (rse) inspected the system remotely, reviewed the remote alert and found that host pc had a memory failed message in the power on self-test (post). A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. Fse indicated that the host pc memory issue complies with fsn 2023-igt-bst-027, requiring host pc replacement. Fse replaced host pc and a hard disk, reinstalled the entire system software. The host pc was replaced and returned for analysis. The part analysis indicated that there was one unit of dimm being faulty and power supply not booting up intermittently. Philips has confirmed that the reported failure is due to a dual in-line memory module(dimm) failure. Due to the dimm failure, the system may not perform as intended and may stop functioning and imaging may not be possible, resulting in delay of procedure. Philips has initiated a medical device correction (z-1156-2024) /field safety corrective action (2023-igt-bst-027). The correction has been scheduled to be implemented on the system. The system is currently being used after the replacement of host pc and hard disk and reinstalling the system software. The codes were updated based on the investigation outcome.